Manufacturer narrative:
Model number: unknown, information not provided. Serial number: unknown, information not provided. Catalog #: unknown as serial number was not provided. (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted; give date: unknown as information was not provided. If explanted; give date: unknown as information was not provided. Device manufacture date: unknown as serial number was not provided. (B)(4). Attempts were made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported a symfony intraocular lens (iol) was implanted and explanted from the patient¿s operative eye due to report of complaints with the symfony iol. No additional information was provided. Patient had bilateral symfony lens implants. This report represents the lens explanted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Additional information: device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Historical data analysis: the complaint history was not reviewed since the serial number is unknown. Labeling review: the labeling review was not reviewed because limited information was received. Conclusion: as a result of the investigation, considering the limited information available it cannot be determined if there is a product malfunction. The reported issue could not be verified as product was not returned. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.